Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, fracture. At 11:39 patient noted to be wiping arm with tissues, immediately attended to patient - obvious leakage at PICC line site. Remedial action: infusion immediately stopped. Nic tx informed, triage contacted. Completed irinotecan - no issues reported. Calcium folinate infusion running, and noticed patient wiping his arm which was covered in fluid? PICC fracture 207.7mls of calcium folinate infused, 77.3mls remaining. Site drawn around. Triage doctor attended to review patient. Cold pack applied to arm as per protocol. Hydrocortisone 1% cream applied to site. PICC line removed as per protocol. Patient reattending unit tomorrow for review. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-02000 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-00795.